Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump stopped working and after inserting several batteries, insulin pump did not come back on. The customer¿s blood glucose level was 102 mg/dl at the time of the incident. Customer was advised to clean battery cap. Customer did insulin pump rest in 10 minute and insulin pump will still not come on. The insulin pump will be returned for analysis.